Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their device wasn't working. The patient stated they turned it on and got device failure and then it went off. The patient said they waited for a little while and got it back on, but it won't go further than trying to find the implant. The agent walked the patient through trying to connect to their implant. The patient was seeing device not found. They confirmed they were holding the communicator right over the implant and had even taken their clothes off to see if that helped. The agent had the patient close the app and go back to the home screen. The patient then saw a system unexpected error message when they reopened the app. They dismissed the message and were able to connect to the ins on the call. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned they had a procedure tomorrow and needed to turn therapy off. The agent reviewed how to do so. The patient wondered why they were having trouble connecting and said they had already tried over 20 times and kept getting the same error. Reviewed they'd need to contact us again if they continue to have the same issue when trying to connect.

Manufacturer narrative:
Continuation of d10: product ID a52300, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They were responding to the letter sent to them requesting more information. The patient said their healthcare provider (hcp) advised them to increase stimulation, but that caused the patient to feel buttock pain when they increased stimulation. The patient said the interstim therapy was making them urinate more. The patient was redirected to their hcp to address the stimulation or program adjustments.

Event description:
Additional information was received from the patient. They reported that the pain goes away when they turn the device down but the device was nto working for the patient and making peeing worse so they were going to turn it off.

Manufacturer narrative:
Continuation of d10: product ID a52300 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.